Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. The eval of the device has not been completed.

Manufacturer narrative:
(B)(4)..